Manufacturer narrative:
Patient¿s mrn reported as (B)(4). This information is unknown. It is unknown when patient¿s pain began. This report is for unknown 4.0mm cannulated screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent removal of an open reduction internal fixation (orif) for patella due to pain from an unknown tension band wire. The patient also had two (2) unknown cannulated screws in addition to the wire. It was unknown when the hardware was implanted. The wire, along with the cannulated screws, were removed without incident. The manufacturer of the wire used for the patella orif is unknown. Surgery was completed successfully with no reported delay. Current patient status is unknown. This report is for unknown 4.0mm cannulated screws. This is report 1 of 1 for (B)(4).